Manufacturer narrative:
The DHR for this lot was reviewed and it was found that this probe passed all laser tests prior to release. The neuroblate system instructions for use, (80512, revision b) contain laser safety warnings as risk mitigations for this event: section 4.3, general warnings: "laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser". "To avoid equipment damage and patient injury, do not continue to deliver laser energy if no elevation in tissue temperature is observed." "A non-existent or weak visible laser aiming beam may be an indication of an improperly connected laser fiber. If this condition occurs, do not continue as it may result in equipment damage or injury to patient." No harm was observed in this event or any previously reported event, and the event description provided by the clinical specialist indicates that these instructions for risk mitigation were followed. Therefore, these risk mitigations remain effective.

Event description:
During an ablation procedure, it was reported that when plugging the probe into the portable connector module (pcm), the physician looked for the pilot light at the probe tip and saw none. The wires connecting the probe to the pcm were examined, and the pilot light was visible in the laser fiber between the clamp shell and the laser fiber-pcm connector. No insult to the probe was noted after opening from the sterile package. A new probe was opened and the user was able to proceed with the case. There were no patient complications reported in relation to this event.